Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 572 mg/dl. Customer treated with a manual injection. Customer also had a blank display. Customer was using a (B)(6) battery. Customer tested a new aaa (B)(6) battery and the display returned. A replacement battery cap will be shipped as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.